Event description:
Information was received from the repair technician that during routine preventative maintenance the device was not relieving high pressure as specified. The device was not reported to be in patient use and no patient harm was reported. The dump valve was replaced to correct the problem. A request has been made to the service center to receive the component back for root cause analysis.